Event description:
It was reported by service report that the scale weight readings were off by 40 lbs. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: scale had a loose connection at scale module.